Event description:
The patient underwent endovenous laser treatment prodecure. A fragment of the fiber may have broken off and remained in the patient's leg. Vsi is waiting for more information regarding the circumstances and resolution of the event.